Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. An eggshell white temperature sensing catheter was returned with it's inflation funnel cut off and the connector plug ripped from the thermistor funnel. A slip tip syringe was used to inflate the catheter with 10cc of water. The balloon appeared to be asymmetric. The catheter was left to sit; however no water flowed into the syringe. Once the syringe was removed, water flowed freely with no issues. As the inflation funnel was not returned and water flowed freely from the cut inflation funnel once the syringe ware removed, it cannot be determined based on the sample evaluation if the reported event occurred due to a poor sample. However, the reported event can be confirmed based on the preliminary evaluation. The catheter returned to preliminary evaluation inflated despite having its inflation funnel cut which aligns with the reported event. A potential root cause of the reported event could be aggressive aspiration or inflation lumen during use due to which the inflation lumen collapsed under the balloon or along the shaft, resulting in non-deflation. The lot number is unknown; therefore, the device history record could not be reviewed. Since the product catalog number of the returned catheter is unknown, a labeling review cannot be performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was unable to deflate the balloon on the foley catheter after several attempts and after cutting the foley. The complainant reported that the foley was ultimately removed with the balloon still inflated. The balloon was reportedly inflated with 10cc saline and the catheter was in place for 6 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer was unable to deflate the balloon on the foley catheter after several attempts and after cutting the foley. The complainant reported that the foley was ultimately removed with the balloon still inflated. The balloon was reportedly inflated with 10cc saline and the catheter was in place for 6 days.